Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the color bars are not displayed on the monitor due to defective serial digital interface 1 terminal. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there were no color bars on the lcd monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with the olympus technical assistance support (tac), the customer connected another monitor with the same sdi cable from sdi 1 and received an image. We ensured that the input was correct with no change with the monitor. The team lead advised to try sdi 2 to sdi in 2 on the monitor and received an image. We ensured that the input was correct with no change with the monitor. It was determined that the sdi 1 in port on the monitor was defective. For the time being, the customer will be using sdi out 2. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.